Event description:
It was reported that the patient experienced a pump did not restore shape after being pressed and inflation issues with inflatable penile prosthesis (ipp). The ipp pump, cylinder, and reservoir was explanted and a new ipp pump, cylinder, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: analysis of the pump did not reveal any significant findings. The reported pump issues were not confirmed. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary. Additional product component: model number/catalog number: 72404161 and 72404012. Serial number: null and null. Batch/lot number: 16050018 and 144708004. Model/catalog description: reservoir 65ml pc and cxr 14cm.

Manufacturer narrative:
Additional product component: model number/catalog number. 72404161 and 72404012 serial number: null and null. Batch/lot number: 16050018 and 144708004. Model/catalog description: reservoir 65ml pc and cxr 14cm.

Event description:
It was reported that the patient experienced a pump did not restore shape after being pressed and inflation issues with inflatable penile prosthesis (ipp). The ipp pump, cylinder, and reservoir was explanted and a new ipp pump, cylinder, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.